Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure. In maintenance mode, sine cycle was performed and the mtm immediately triggered the fault on axis 6. The axis 6 motor will be replaced as a fix. ,, this complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during an incisional hernia repair da vinci assisted procedure, the customer experienced repeated system errors and couldn't recover from the errors. The errors were on axis 6 of the right master tool manipulator (mtm). The intuitive surgical, inc. (Isi) technical support instructed the isi clinical sales rep (csr) to exercise the axis but was still unable to recover from the error. The csr was then instructed to power down the system and the surgeon side console (ssc) but once again the issue persisted. The surgeon decided to convert to open surgical techniques to complete the procedure. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. To resolve the issue, the fse replaced the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc).